Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the line was inserted on the (B)(6) 2015 and removed on the (B)(6) 2015. The nurses were unable to flush the line as it was blocked and no blood return was taking place. During the flushing, it was observed that the line was leaking. Upon removal it was found that there were two fractures in the line: one internal and the other subcutaneous. There was no injury reported and the patient is fine. Replacement line to be put in soon.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. During year-end review, the initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred per 21 crf803.19.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. The catheter terminated at the 47cm depth marking. Microscopic inspection of the distal end of the catheter revealed striations typical of a sharp instrument cut. Usage residues were evident throughout the sample. The extension tubing markings were completely worn. An attempt to infuse water through the sample using a 12ml syringe revealed it to be patent to both infusion and aspiration with no observed leaks. No leaks were discovered during sustained hydraulic pressurization of the catheter. Microscopic inspection of the hub, extension tubing, molded joint and catheter tubing was unremarkable. No functional deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time.